Event description:
It was reported that upon initial interrogation, the pulse generator exhibited an atrial lead impedance reading of less than 200 ohms. Shortly after, the impedance was showing as 450 ohms and was stable. A chest x-ray confirmed that the atrial lead had not moved. The patient would be monitored.